Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. The device was returned to the manufacturer for investigation and it was received on 09 dec 2020. Further investigation is ongoing and, once completed, an update will be provided to this reporting activity.

Event description:
Based on the medical judgment received, the slightly increased aptt of 41.3 s (normal range 26.0-36.0) or a gfr of 81 (pre-operative irregular lab findings) is not believed to have any influence of causing a halt syndrome or thrombosis. The patient received adequate postimplant warfarin and aspirin therapy, so a thrombosis oft he lealflets can be ruled out. In addition, this would have been of a distinctive structure and appearence. As reported, it looked like a totally even distributed fibrin layer into all sinuses and upon the leaflets of the perceval prosthesis. The remainder of the information previously submitted remains unchanged.

Manufacturer narrative:
Gross examination revealed a pliable bioprosthesis. A visual inspection of the returned prosthesis was performed and showed the absence of pre-existing defects. X-rays of the subject valve showed no calcification. Histological analysis showed the presence of small thrombus depositions on the leaflet¿s surfaces. The collagen bundles were locally disrupted, homogenated and-or defibrated. A pericardial delamination was detected on one leaflet. Bacteria were not detected with the gram stain. Since the fibrin coat, detected at the time of explant, was not returned with the prosthesis, no further investigation was possible. Based on the available information, it is not possible to draw a definitive conclusion for the reported event. The small thrombus deposition detected in the returned device, along with the fibrin coat deposition reported in the event (not returned to the manufacturer) could have contributed progressively to the obstruction and limitation of leaflets mobility inducing a reduction of the effective orifice area causing the observed high gradient. However, ultimately it is not possible to confirm the exact root cause that contributed to the fibrin layer deposition and reported event.

Event description:
The manufacturer received information on an early possible hypo-attenuated leaflet thickening with reduced leaflet motion in a (B)(6) yrs old female patient after perceval valve implantation. The patient received a perceval pvs23 (size m) on (B)(6) 2020. A concomitant bypass procedure was performed (lima ¿ lad; CABG - om). An uneventful surgery was reported, no leakage of the valve prosthesis, and the immediate mean gradient was below 10mmhg. A transthoracic echo (tte) was taken on the postoperative day (pod) 1, which showed: mean gradient of 18mmhg (peak 25mmhg), with no regurgitation; lvot obstruction signal; the patient complained shortness of breath throughout the next days. The tte on pod 7 showed a mean gradient of 35-38mmhg. The tte on pod 11 showed a mean gradient of 38mmhg (max gradient was 59mmhg). The leaflets were reportedly opening poorly with an ava of 0.8-0.9 cm2. Two weeks after the implant, on (B)(6) 2020, the perceval valve was explanted. The patient ultimately received an edwards inspiris 21mm. The patient had a good outcome after surgery. The explanted perceval pvs23 showed all three leaflets covered entirely with a 1 ¿ 1.5mm thick fibrin coat which made impossible for the leaflets to open properly /fully. It is reported that the patient received aspirin from pod 1 with low molecular heparin and warfarin from pod 3. The patient did not have coagulation disorders. The patient's preoperative inr was 0.93, the postoperative one was of 1.10.